Event description:
Related manufacturing ref: 3005334138-2022-00284. During an atrioventricular nodal reentrant procedure, noise was noted when the catheter was connected to the generator. The catheter was exchanged with no resolution. A third catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Corrected information: additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 2182269. One 7f, quadripolar, large curl, xls livewire tc ablation catheter was received for evaluation. Electrode 1 read as an open circuit. The shaft material just proximal to electrode 1 was dissected to reveal that conductor wire 1 was fractured proximal to the weld joint, consistent with the open circuit detected and the reported signal issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the signal issue was due to a fractured conductor wire, however the cause of the fractured wire remains unknown.